Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. The consumer reported she choose essure because it was an outpatient procedure and no surgery was required. Being a mother of two very small toddlers, having a mother going through chemotherapy, and having a husband who was working 10-12 hour days essure seemed like the obvious choice. She stated the placement of essure seemed just as it was described it would be, quick, nearly painless, and no surgery would be required. For the first little while everything appeared to be okay. A little while after the placement of essure she began to have terrible migraines, she had never experienced a migraine before the implantation of essure and she began to have two to three severe migraines a week. She went to a local clinic and explained to them how these had started suddenly, then she was sent for a CT scan to check for tumors which came back okay and she was given prescription migraine medication to help ease them. She stated she had several health issues since the placement of essure. Some of those being depression, back pain, left hip pain, leg muscle spasms, ibs, memory loss and confusion, severe periods, severe cramping, pain during intercourse, a lot of times her vaginal area would throb in pain after even minutes of intercourse. In (B)(6) 2012, after sever cramping in abdomen and pain from sex her gynecologist did another check placement of essure to confirm the location. In (B)(6) 2014 she learned she was expecting her third baby. After several little scares during pregnancy she delivered a healthy baby boy in (B)(6) 2014. In (B)(6) 2015, three years following the placement of essure, her fallopian tubes were removed in hopes of removing essure and to become permanently sterilize. That surgery passed but found out the essure coils was no longer in her fallopian tubes. In (B)(6) 2015, while suffering from gallbladder disease (believed to also be caused from essure as she has no family history) the coils were found on an x-ray. Both coils had migrated to her uterus and were embedded there. In (B)(6) 2015, she had gallbladder surgery. In (B)(6) 2016, she had a partial hysterectomy. Follow-up information received on 21-mar-2016 from consumer via health authority (case# mw5060265). On (B)(6) 2012, essure was inserted. Ibuprofen for pain after surgery was reported. Consumer considered the event outcome as hospitalization, required intervention and other serious (important medical event). Essure explanted date reported was (B)(6) 2016. Follow-up received on 05-apr-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and became pregnant 2 years later. She delivered a healthy baby boy. Four months after delivering the baby she removed her fallopian tubes. However, essure coils were no longer in her fallopian tubes. Later, an x-ray showed that both coils had migrated to her uterus and were embedded there. She also had a gallbladder disease. Essure coils were removed. Embedded device, pregnancy with essure and gallbladder disease are serious due to their medical importance. Only gallbladder disease is unlisted in the reference safety information for essure. Considering the nature of the events of device embedment and gallbladder disease, the causal relationship with essure is possible for device embedded, but unlikely for gallbladder disease since essure has only a localized action in the fallopian tubes. In this particular case, the pregnancy occurred 2 years after insertion. As it is not possible to know if the pregnancy occurred as a consequence of incorrect localization of essure inserts or ineffective device, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Further information has been requested.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("the location of the perforation-intestenes (as written)/implant migration"), ovarian perforation ("the location of the perforation-ovaries"), fallopian tube perforation ("the location of the perforation-fallopian tubes"), pregnancy with contraceptive device ("we were expecting our third baby / unplanned pregnancy/unplanned pregnancy"), placenta praevia ("placenta previa") and gallbladder disorder ("gallbladder disease/gallbladder disease") in a 23-year-old female patient (gravida 3, para 3) who had essure (batch no. 818034-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 ((B)(6) 2009, (B)(6) 2011 and (B)(6) 2014), psychological disorder nos, gravida ii, vaginal delivery in 2009, vaginal delivery on (B)(6) 2011, menarche and seasonal allergy. She denied bleeding. She has not yet been diagnosed with autoimmune disorder. She had not used alcohol. Previously administered products included for an unreported indication: yaz from 2007 to 2012. Concurrent conditions included feeling down, light sensitivity to eye, sound sensitivity increased, breast lump, flu vaccination, fever, viral syndrome, vaginal discharge abnormality, obesity, sore throat, felt faint, syncope, vitamin b12 deficiency, anemia, ligament pain, labor pain, lightheadedness, equilibrium loss, hypokalemia, hypomagnesemia, allergic rhinitis, skin lesion, diarrhea, uti, gallbladder cholesterolosis, biliary dyskinesia, retroverted uterus, uterine bleeding, menometrorrhagia, dysmenorrhea and nonsmoker. Family history included colon cancer (grandparents), hepatic cancer (grandparents), skin cancer (grandparents), lung cancer (grandparents), stroke (grandparents), diabetes mellitus (grandparents), hypertension (father), colon cancer (mother), breast cancer (maternal grandmother), mental retardation (husbands 2nd cousin), autism (husbands 2nd cousin), pancreas cancer (maternal grandfather), asthma (mother) and alzheimer's disease. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception, paracetamol (tylenol) for joint pain, para-seltzer (excedrin) for migraine, vitamins for pain of extremities as well as amoxicillin, anesthetics, general (general anesthesia), antibiotics from 2007 to 2012, axotal (fioricet), bactrim (bactrim ds), cefdinir, ceftriaxone (rocephin), cyanocobalamin-tannin complex (b12) since 2007, dexamethasone, fluconazole (diflucan), ibuprofen, ibuprofen (motrin), loratadine (claritin), magnesium oxide, potassium, prednisone, prenatal vitamins, promethazine (phenergan) and vicodin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2012, the patient experienced arthralgia ("left hip pain / joint pain(deep pain / hip pain(sharp pain in left hip/joint pain") and depression ("depression/depression"). In (B)(6) 2012, the patient experienced blood glucose decreased ("low blood sugar/low blood sugar"). In 2012, the patient experienced menorrhagia ("severe periods"), confusional state ("confusion") and muscle spasms ("leg muscle spasms"). In (B)(6) 2012, the patient experienced visual impairment ("worsening vision/worsening vision"). On (B)(6) 2012, 7 months 14 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse (stabbing pain) / vaginal area would throb in pain after even minutes of intercourse/pain during intercourse"). On (B)(6) 2013, the patient experienced migraine ("terrible migraines/ two to three severe migraines a week/ migraine/migraines"). On (B)(6) 2013, the patient experienced abdominal distension ("bloating/bloating"), back pain ("back pain / severe and persistent back pain(deep, sharp)/severe and persistent back pain"), gastrooesophageal reflux disease ("acid reflux/acid reflux"), libido decreased ("low libido/low libido"), weight increased ("weight gain/weight gain"), bladder disorder ("bladder issues/bladder issues"), nervousness ("nervousness/nervousness"), mood swings ("mood swing/mood swings"), fatigue ("fatigue/fatigue"), breast mass ("lumps in breast") and dysmenorrhoea ("severe and painful periods"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced gastrointestinal injury (seriousness criteria hospitalization, medically significant and intervention required). In (B)(6) 2015, the patient experienced ovarian perforation (seriousness criteria hospitalization, medically significant and intervention required) and fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2015, the patient experienced irritable bowel syndrome ("ibs/irritable bowel syndrome"). In (B)(6) 2015, the patient experienced gallbladder disorder (seriousness criterion medically significant). In 2017, the patient experienced paraesthesia ("hands pain(tingling) / feet pain(tingling)"). On an unknown date, the patient experienced placenta praevia (seriousness criterion medically significant), allergy to metals ("hypersensitivity reaction to nickel such as itching in shoulder blades/ hypersensitivity reaction to nickel such as itching in thigh"), complication of device removal ("complication of essure removal; procedure"), pain in extremity ("hands pain / feet pain"), hypoaesthesia ("(¿hand (numbness) / feet (numbness)"), dental caries ("she was experiencing teeth decaying and cavities prior to essure/ she noticed an increase in"), pruritus allergic ("hypersensitivity reaction to nickel such as itching in shoulder blades/ hypersensitivity reaction to nickel such as itching in thigh") and amnesia ("memory loss"). On an unknown date, the patient experienced tooth disorder ("dental issue/dental issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.), surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.), surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.), surgery (laparoscopic cholecystectomy on (B)(6) 2015) and surgery (tooth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the gastrointestinal injury, ovarian perforation, fallopian tube perforation, pregnancy with contraceptive device, placenta praevia, menorrhagia, dyspareunia, allergy to metals, confusional state, muscle spasms, pain in extremity, paraesthesia, hypoaesthesia, dental caries, pruritus allergic, breast mass and dysmenorrhoea outcome was unknown and the gallbladder disorder, abdominal distension, back pain, gastrooesophageal reflux disease, irritable bowel syndrome, blood glucose decreased, visual impairment, libido decreased, weight increased, tooth disorder, bladder disorder, nervousness, mood swings, arthralgia, migraine, depression, amnesia, alopecia and fatigue had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blood glucose decreased, breast mass, complication of device removal, confusional state, dental caries, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gallbladder disorder, gastrointestinal injury, gastrooesophageal reflux disease, hypoaesthesia, irritable bowel syndrome, libido decreased, menorrhagia, migraine, mood swings, muscle spasms, nervousness, ovarian perforation, pain in extremity, paraesthesia, placenta praevia, pregnancy with contraceptive device, pruritus allergic, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient not sought medical treatment for auto immune disorder. She had bilateral fimbriectomy on (B)(6) 2015, total vaginal hysterectomy on 10(B)(6) 2016, diagnostic laparoscopy with removal of essure device in abdominal cavity on (B)(6) 2016, surgery to remove the last coil and left ovary on (B)(6) 2017 (as written). Plaintiff said that not any injury resolved following essure removal. She stated that she still have one essure implant inside of her. She did not seek medical treatment for back pain, hip pain during intercourse and joint pain. About three coils on left side and one coil on the right side, the patient tolerated the procedure well and diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2004: positive. Ultrasound scan - on an unknown date: 14 weeks. Positive gest sac and yolk sac urine analysis - on an unknown date: negative. X-ray - in (B)(6) 2015: both migrated to uterus and were embedded there on 2012 ctscan done, (B)(6) 2012 : essure confirmation test: x-ray and ultrasound, gbs negative. Imaging-ultrasound-gallbladder limited abd (order for (B)(6) 2015) and abdominal pain-imaging-x ray, kub abdomen also looking for essure placement. Abnormal biliary hida scan, fallopian tubes removed, recently had a x-ray, abnormal finding on diagnostic imaging of urinary organ on (B)(6) 2015, pathology report final diagnosis included bilateral fimbriated fallopian tubes bilateral salpingectomy-benign bilateral fimbriated fallopian tubes, complete cross section from each tube identified. On (B)(6) 2015, CT abdomen and pelvis without oral IV contrast, insertion of iud, findings-limited lung bases are unmarkable evaluation of visualized solid abdominal organ is limited due to lack of IV contrast. The liver, spleen, pancreas were homogeneous, the adrenals are unremarkable. The right and left kidney shows no evidence of hydronephrosis or perinephric fluid, no free air of fluid in the abdomen, pelvis, no grossly enlarged retroperitoneal lymphadenopathy. The abdominal aorta is normal in caliber. Status cystectomy is noted with metallic clips in the right upper quadrant. Essure wires for tubal occlusion are noted in the pelvis and the uterus there is no acute finding on (B)(6) 2016, surgical pathology diagnosis-foreign body (essure device) abdomen excision-coiled metallic wire. Compatible with essure device, gross diagnosis only. Tissue submitted-foreign body, surgical excision abdomen (essure device). Clinical information-preoperative and postoperative diagnosis-foreign body abdomen. Gross description-the specimen is received in formalin in a container labeled with patient name. Accession number and foreign body abdomen (essure device), consists of a coiled silver wire 7 cm in length by 0.2 cm diameter. The attached adipose tissue measures 0.5 in greatest dimension. A photograph of the specimen was taken. The specimen is for gross diagnosis only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060265) on 15-feb-2016. The most recent information was received on 17-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the location of the perforation-fallopian tubes'), gastrointestinal injury ('the location of the perforation-intestenes (as written)/implant migration'), ovarian perforation ('the location of the perforation-ovaries'), placenta praevia ('placenta previa') and gallbladder disorder ('gallbladder disease/gallbladder disease') in a 23-year-old female patient who had essure (batch no. 818034-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal delivery on (B)(6) 2011, vaginal delivery in 2009, parity 3 (B)(6) 2009, (B)(6) 2011 and (B)(6) 2014), psychological disorder nos, gravida ii, menarche, seasonal allergy and chronic pain. She denied bleeding. She has not yet been diagnosed with autoimmune disorder. She had not used alcohol. Previously administered products included for an unreported indication: yaz from 2007 to 2012. Concurrent conditions included feeling down, light sensitivity to eye, sound sensitivity increased, breast lump, flu vaccination, fever, viral syndrome, vaginal discharge abnormality, obesity, sore throat, felt faint, syncope, vitamin b12 deficiency, anemia, ligament pain, labor pain, lightheadedness, equilibrium loss, hypokalemia, hypomagnesemia, allergic rhinitis, skin lesion, diarrhea, uti, gallbladder cholesterolosis, biliary dyskinesia, retroverted uterus, uterine bleeding, menometrorrhagia, dysmenorrhea and nonsmoker. Family history included colon cancer (grandparents), hepatic cancer (grandparents), skin cancer (grandparents), lung cancer (grandparents), stroke (grandparents), diabetes mellitus (grandparents), hypertension (father), colon cancer (mother), breast cancer (maternal grandmother), mental retardation (husbands 2nd cousin), autism (husbands 2nd cousin), pancreas cancer (maternal grandfather), asthma (mother) and alzheimer's disease. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception, paracetamol (tylenol) for joint pain, caffeine;paracetamol (excedrin) for migraine, vitamins nos for pain of extremities as well as amoxicillin, anesthetics, general, antibiotics from 2007 to 2012, butalbital;caffeine;paracetamol (fioricet), cefdinir, ceftriaxone sodium (rocephin), cyanocobalamin-tannin complex (b12) since 2007, dexamethasone, fluconazole (diflucan), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, loratadine (claritin), magnesium oxide, minerals nos;vitamins nos (prenatal vitamins), potassium, prednisone, promethazine and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2012, the patient experienced arthralgia ("left hip pain / joint pain(deep pain / hip pain(sharp pain in left hip/joint pain") and depression ("depression/depression"). In 2012, the patient experienced menorrhagia ("severe periods"), confusional state ("confusion") and muscle spasms ("leg muscle spasms"). In (B)(6) 2012, the patient was found to have blood glucose decreased ("low blood sugar/low blood sugar"). In (B)(6) 2012, the patient experienced visual impairment ("worsening vision/worsening vision"). On (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse (stabbing pain) / vaginal area would throb in pain after even minutes of intercourse/pain during intercourse"), 7 months 14 days after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("terrible migraines/ two to three severe migraines a week/ migraine/migraines"). On (B)(6) 2013, the patient experienced abdominal distension ("bloating/bloating"), back pain ("back pain / severe and persistent back pain(deep, sharp)/severe and persistent back pain"), gastrooesophageal reflux disease ("acid reflux/acid reflux"), libido decreased ("low libido/low libido"), bladder disorder ("bladder issues/bladder issues"), nervousness ("nervousness/nervousness"), mood swings ("mood swing/mood swings"), fatigue ("fatigue/fatigue"), breast mass ("lumps in breast"), dysmenorrhoea ("severe and painful periods") and uterine haemorrhage ("abnormal uterine bleeding") and was found to have weight increased ("weight gain/weight gain"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("we were expecting our third baby / unplanned pregnancy/unplanned pregnancy"). On (B)(6) 2014, the patient experienced gastrointestinal injury (seriousness criteria hospitalization, medically significant and intervention required). In january 2015, the patient experienced fallopian tube perforation (seriousness criterhospitalization, medically significant and intervention required) with abdominal pain lower and pelvic pain and ovarian perforation (seriousness criteria hospitalization, medically significant and intervention required). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("ibs/irritable bowel syndrome"). In (B)(6) 2015, the patient experienced gallbladder disorder (seriousness criterion medically significant). In 2017, the patient experienced paraesthesia ("hands pain(tingling) / feet pain(tingling)"). On an unknown date, the patient experienced tooth disorder ("dental issue/dental issues"). On an unknown date, the patient experienced placenta praevia (seriousness criterion medically significant), allergy to metals ("hypersensitivity reaction to nickel such as itching in shoulder blades/ hypersensitivity reaction to nickel such as itching in thigh"), complication of device removal ("complication of essure removal; procedure"), pain in extremity ("hands pain / feet pain"), hypoaesthesia ("(¿hand (numbness) / feet (numbness)"), dental caries ("she was experiencing teeth decaying and cavities prior to essure/ she noticed an increase in"), pruritus allergic ("hypersensitivity reaction to nickel such as itching in shoulder blades/ hypersensitivity reaction to nickel such as itching in thigh") and amnesia ("memory loss"). The patient was treated with bed rest and surgery (laparoscopic cholecystectomy on (B)(6) 2015, vaginal hysterectomy/salpingoophorectomy (lt) and salpingectomy (rt)/ bilateral fimbriectomy and tooth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, gastrointestinal injury, ovarian perforation, pregnancy with contraceptive device, placenta praevia, menorrhagia, dyspareunia, allergy to metals, confusional state, muscle spasms, pain in extremity, paraesthesia, hypoaesthesia, dental caries, pruritus allergic, breast mass, dysmenorrhoea and uterine haemorrhage outcome was unknown and the gallbladder disorder, abdominal distension, back pain, gastrooesophageal reflux disease, irritable bowel syndrome, blood glucose decreased, visual impairment, libido decreased, weight increased, tooth disorder, bladder disorder, nervousness, mood swings, arthralgia, migraine, depression, amnesia, alopecia and fatigue had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blood glucose decreased, breast mass, complication of device removal, confusional state, dental caries, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gallbladder disorder, gastrointestinal injury, gastrooesophageal reflux disease, hypoaesthesia, irritable bowel syndrome, libido decreased, menorrhagia, migraine, mood swings, muscle spasms, nervousness, ovarian perforation, pain in extremity, paraesthesia, placenta praevia, pregnancy with contraceptive device, pruritus allergic, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient not sought medical treatment for auto immune disorder.she had bilateral fimbriectomy on (B)(6) 2015, total vaginal hysterectomy on (B)(6) 2016, diagnostic laparoscopy with removal of essure device in abdominal cavity on (B)(6) 2016, surgery to remove the last coil and left ovary on (B)(6) 2017 (as written). Plaintiff said that not any injury resolved following essure removal.she stated that she still have one essure implant inside of her. She did not seek medical treatment for back pain, hip pain, pain during intercourse and joint pain, about three coils on left side and one coil on the right side. The patient tolerated the procedure well. Fu (B)(6) 2020: surgical pathology: cervix: mild acute and chronic cystic cervicitis. Benign endocervical polyp. - endometrium: benign late- secretory phase endometrium. Myometrium: no pathologic diagnosis. Focus of endosalpingiosis at serosa/sub serosa. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2004: results: positive. Ultrasound scan - on an unknown date: results: 14 weeks. Positive gest sac and yolk sac. Urine analysis - on an unknown date: results: negative. X-ray - in (B)(6) 2015: results: both migrated to uterus and were embedded there. Diagnostic results: on 2012 ctscan done, (B)(6) 2012 : essure confirmation test: x-ray and ultrasound, gbs negative.imaging-ultrasound-gallbladder limited abd (order for (B)(6) 2015) and abdominal pain-imaging-x ray, kub abdomen also looking for essure placement.abnormal biliary hida scan, fallopian tubes removed, recently had a x-ray, abnormal finding on diagnostic imaging of urinary organ on (B)(6) 2015, pathology report final diagnosis inmcluded bilateral fimbriated fallopian tubes bilateral salpingectomy-benign bilateral fimbriated fallopian tubes, complete cross section from each tube identified. On (B)(6) 2015, CT abdomen and pelvis without oral IV contrast, insertion of iud, findings-limited lung bases are unmarkable evaluation of visualized solid abdominal organ is limited due to lack of IV contrast. The liver, spleen, pancreas were homogeneous, the adrenals are unremarkable. The right and left kidney shows no evidence of hydronephrosis or perinephric fluid, no free air of fluid in the abdomen, pelvis, no grossly enlarged retroperitoneal lymphadenopathy. The abdominal aorta is normal in caliber. Status cystectomy is noted with metallic clips in the right upper quadrant. Essure wires for tubal occlusion are noted in the pelvis and the uterus there is no acute finding on (B)(6) 2016, surgical pathology diagnosis-foreign body (essure device) abdomen excision-coiled metallic wire. Compatible with essure device, gross diagnosis only. Tissue submitted-foreign body, surgical excision abdomen (essure device). Clinical information-preoperative and postoperative diagnosis-foreign body abdomen. Gross description-the speciman is received in formalin in a container labeled with patient name. Accession number and foreign body abdomen (essure device), consists of a coiled silver wire 7 cm in length by 0.2 cm diameter. The attached adipose tissue measures 0.5 in greatest dimension. A photograph of the speciman was taken. The speciman is for gross diagnosis only. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: pregnant with contraceptive device, pelvic pain, ovarian perforation, abdomen, menorrhagia, dyspareunia, menometrorrhagia, dysmenorrhea,uterine haemorrhage and gastrointestinal injury". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Event "uterine hemorrhage" was added. Previously reported event" pregnancy with contraceptive device" seriousness criterion was updated to non-serious. Medical history and reporter was added. On 11-aug-2020: phone number of reporter were amended as well as concomitant drug prenatal tablet was recoded based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 14-apr-2016: despite of follow-up attempts, no response was received to date.

Manufacturer narrative:
This case was initially received via regulatory authority FDA division director (reference number: mw5032179) on 11-dec-2013. The most recent information was received on 15-nov-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of intestinal perforation ("the location of the perforation-intestines (as written)"), ovarian perforation ("the location of the perforation-ovaries"), fallopian tube perforation ("the location of the perforation-fallopian tubes"), pregnancy with contraceptive device ("we were expecting our third baby / unplanned pregnancy"), placenta praevia ("placenta previa") and gallbladder disorder ("gallbladder disease") in a (B)(6) year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 ((B)(6)), psychological disorder nos, gravida ii, vaginal delivery in 2009, vaginal delivery on (B)(6) 2011, menarche and seasonal allergy. She denied bleeding. She has not yet been diagnosed with autoimmune disorder. She had not used alcohol. Previously administered products included for an unreported indication: yaz from 2007 to 2012. Concurrent conditions included feeling down, light sensitivity to eye, sound sensitivity increased, breast lump, flu vaccination, fever, viral syndrome, vaginal discharge, obesity, sore throat, felt faint, syncope, vitamin b12 deficiency, anemia, ligament pain, labor pain, lightheadedness, equilibrium loss, hypokalemia, hypomagnesemia, allergic rhinitis, skin lesion, diarrhea, uti, gallbladder cholesterolosis, biliary dyskinesia, retroverted uterus, uterine bleeding, menometrorrhagia, dysmenorrhea and nonsmoker. Family history included colon cancer (grandparents), hepatic cancer (grandparents), skin cancer (grandparents), lung cancer (grandparents), stroke (grandparents), diabetes mellitus (grandparents), hypertension (father), colon cancer (mother), breast cancer (maternal grandmother), mental retardation (husbands 2nd cousin), autism (husbands 2nd cousin), pancreas cancer (maternal grandfather), asthma (mother) and alzheimer's disease. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception, vitamins for hand pain, paracetamol (tylenol) for joint pain, para-seltzer (excedrin) for migraine as well as amoxicillin, anesthetics, general (general anesthesia), antibiotics in 2005, axotal (fioricet), cefdinir, ceftriaxone (rocephin), co-trimoxazole (bactrim), cyanocobalamin-tannin complex (b12) in 2007, dexamethasone, fluconazole (diflucan), ibuprofen, ibuprofen (motrin), loratadine (claritin), magnesium oxide, potassium, prednisone, prenatal (prenatal vitamins [vit c,b5,b12,d2,b3,b6,retinol palmit,b2,b1 monitor), promethazine (phenergan) and vicodin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("severe periods"), dyspareunia ("pain during intercourse (stabbing pain) / vaginal area would throb in pain after even minutes of intercourse/"), irritable bowel syndrome ("ibs"), confusional state ("confusion") and muscle spasms ("leg muscle spasms"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced intestinal perforation (seriousness criteria hospitalization, medically significant and intervention required), ovarian perforation (seriousness criteria hospitalization, medically significant and intervention required) and fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2015, the patient experienced gallbladder disorder (seriousness criterion medically significant). In 2017, the patient experienced paraesthesia ("hands pain(tingling) / feet pain(tingling)"). On an unknown date, the patient experienced placenta praevia (seriousness criterion medically significant), abdominal distension ("bloating"), allergy to metals ("hypersensitivity reaction to nickel such as itching in shoulder blades/ hypersensitivity reaction to nickel such as itching in thigh"), back pain ("back pain / severe and persistent back pain(deep, sharp)"), gastrooesophageal reflux disease ("acid reflux"), blood glucose decreased ("low blood sugar"), complication of device removal ("complication of essure removal; procedure"), visual impairment ("worsening vision"), libido decreased ("low libido"), weight increased ("weight gain"), tooth disorder ("dental issue"), pain in extremity ("hands pain / feet pain"), bladder disorder ("bladder issues"), nervousness ("nervousness"),mood swings ("mood swing"),hypoesthesia (¿hand (numbness) / feet (numbness)¿), dental caries (¿she was experiencing teeth decaying and cavities prior to essure/ she noticed an increase in¿), arthralgia (¿ left hip pain / joint pain(deep pain / hip pain(sharp pain in left hip)¿), pruritus (¿hypersensitivity reaction to nickel such as itching in shoulder blades/ hypersensitivity reaction to nickel such as itching in thigh¿), migraine (¿ terrible migraines/ two to three severe migraines a week/ migraine¿), depression (¿depression¿), memory loss (¿memory loss¿), hair loss (¿hair loss¿) and fatigue (¿fatigue¿)last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.), surgery (laparoscopic cholecystectomy on (B)(6) 2015) and surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.). Essure was removed on (B)(6) 2017. At the time of the report, the intestinal perforation, ovarian perforation, fallopian tube perforation, pregnancy with contraceptive device, placenta praevia, device breakage, menorrhagia, dyspareunia, allergy to metals, confusional state, hypoesthesia, dental caries, pruritus,muscle spasms, pain in extremity and paraesthesia outcome was unknown and the gallbladder disorder, abdominal distension, back pain, gastrooesophageal reflux disease, irritable bowel syndrome, blood glucose decreased, visual impairment, libido decreased, weight increased, tooth disorder, bladder disorder, nervousness, mood swings, arthralgia, pruritus, migraine, depression, memory loss, hair loss, fatigue had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, back pain, bladder disorder, blood glucose decreased, complication of device removal, confusional state, device breakage, dyspareunia, fallopian tube perforation, gallbladder disorder, gastrooesophageal reflux disease, intestinal perforation, irritable bowel syndrome, libido decreased, menorrhagia, mood swings, hypoesthesia, dental caries, arthralgia, pruritus, migraine, depression, memory loss, hair loss, fatigue muscle spasms, nervousness, ovarian perforation, pain in extremity, paraesthesia, placenta praevia, pregnancy with contraceptive device, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient not sought medical treatment for auto immune disorder. She had bilateral fimbriectomy on (B)(6) 2015, total vaginal hysterectomy on (B)(6) 2016, diagnostic laparoscopy with removal of essure device in abdominal cavity on (B)(6) 2016, surgery to remove the last coil and left ovary on (B)(6) 2017 (as written). Plaintiff said that not any injury resolved following essure removal. She stated that she still have one essure implant inside of her. She did not seek medical treatment for back pain, hip pain during intercourse and joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine- on (B)(6) 2004: positive. Ultrasound scan - on an unknown date: 14 weeks. Positive gest sac and yolk sac. Urine analysis - on an unknown date: negative. X-ray - in (B)(6) 2015: both migrated to uterus and were embedded there on 2012 CT scan done, (B)(6) 2012: essure confirmation test: x-ray and ultrasound, gbs negative. Imaging-ultrasound-gallbladder limited abd (order for (B)(6) 2015) and abdominal pain-imaging-x ray, kub abdomen also looking for essure placement. Abnormal biliary hida scan, fallopian tubes removed, recently had a x-ray, abnormal finding on diagnostic imaging of urinary organ. On (B)(6) 2015, pathology report final diagnosis included bilateral fimbriated fallopian tubes bilateral salpingectomy-benign bilateral fimbriated fallopian tubes, complete cross section from each tube identified. On (B)(6) 2015, CT abdomen and pelvis without oral IV contrast, insertion of iud, findings-limited lung bases are un-markable evaluation of visualized solid abdominal organ is limited due to lack of IV contrast. The liver, spleen, pancreas were homogeneous, the adrenals are unremarkable. The right and left kidney shows no evidence of hydronephrosis or perinephric fluid, no free air of fluid in the abdomen, pelvis, no grossly enlarged retroperitoneal lymphadenopathy. The abdominal aorta is normal in caliber. Status cystectomy is noted with metallic clips in the right upper quadrant. Essure wires for tubal occlusion are noted in the pelvis and the uterus there is no acute finding on (B)(6) 2016, surgical pathology diagnosis-foreign body (essure device) abdomen excision-coiled metallic wire. Compatible with essure device, gross diagnosis only. Tissue submitted-foreign body, surgical excision abdomen (essure device). Clinical information-preoperative and postoperative diagnosis-foreign body abdomen. Gross description-the specimen is received in formalin in a container labeled with patient name. Accession number and foreign body abdomen (essure device), consists of a coiled silver wire 7 cm in length by 0.2 cm diameter. The attached adipose tissue measures 0.5 in greatest dimension. A photograph of the specimen was taken. The specimen is for gross diagnosis only. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 15-nov-2017: events added per pfs: the location of the perforation-intestines (as written), ovarian, fallopian tube, migraines, joint pain, fatigue, irritable bowel syndrome, gallbladder disease, depression, acid reflux, mood swing, nervousness, worsening vision, dental issue, low blood sugar, low libido, severe and persistent back pain, weight gain, bloating , hair loss, bladder issues and weight gain, bloating, hair loss, bladder issues, hands pain( numbness and tingling), feet pain ( numbness and tingling), hypersensitivity reaction to nickel such as itching in shoulder blades, did you retain essure or any portion of it- yes, complication of essure removal procedure. Historical condition & drug, concomitant condition and drug, patient & reporter information updated. Essure coils no longer in fallopian tube/ both coils had migrated to uterus & were embedded was deleted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only¿essure incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This report was initially received via regulatory authority (FDA, reference number: mw5060265) on 15-feb-2016. The most recent information was received on 02-jul-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of intestinal perforation ("the location of the perforation-intestenes (as written)"), ovarian perforation ("the location of the perforation-ovaries"), fallopian tube perforation ("the location of the perforation-fallopian tubes"), pregnancy with contraceptive device ("we were expecting our third baby / unplanned pregnancy"), placenta praevia ("placenta previa") and gallbladder disorder ("gallbladder disease") in a 23-year-old female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 ((B)(6) 2009, (B)(6) 2011 and (B)(6) 2014), psychological disorder nos, gravida ii, vaginal delivery in 2009, vaginal delivery on (B)(6) 2011, menarche and seasonal allergy. She denied bleeding. She has not yet been diagnosed with autoimmune disorder. She had not used alcohol. Previously administered products included for an unreported indication: yaz from 2007 to 2012. Concurrent conditions included feeling down, light sensitivity to eye, sound sensitivity increased, breast lump, flu vaccination, fever, viral syndrome, vaginal discharge abnormality, obesity, sore throat, felt faint, syncope, vitamin b12 deficiency, anemia, ligament pain, labor pain, lightheadedness, equilibrium loss, hypokalemia, hypomagnesemia, allergic rhinitis, skin lesion, diarrhea, uti, gallbladder cholesterolosis, biliary dyskinesia, retroverted uterus, uterine bleeding, menometrorrhagia, dysmenorrhea and nonsmoker. Family history included colon cancer (grandparents), hepatic cancer (grandparents), skin cancer (grandparents), lung cancer (grandparents), stroke (grandparents), diabetes mellitus (grandparents), hypertension (father), colon cancer (mother), breast cancer (maternal grandmother), mental retardation (husbands 2nd cousin), autism (husbands 2nd cousin), pancreas cancer (maternal grandfather), asthma (mother) and alzheimer's disease. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception, paracetamol (tylenol) for joint pain, para-seltzer (excedrin) for migraine, vitamins for pain of extremities as well as amoxicillin, anesthetics, general (general anesthesia), antibiotics from 2007 to 2012, axotal (fioricet), bactrim (bactrim ds), cefdinir, ceftriaxone (rocephin), cyanocobalamin-tannin complex (b12) since 2007, dexamethasone, fluconazole (diflucan), ibuprofen, ibuprofen (motrin), loratadine (claritin), magnesium oxide, potassium, prednisone, prenatal vitamins, promethazine (phenergan) and vicodin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("severe periods"), dyspareunia ("pain during intercourse (stabbing pain) / vaginal area would throb in pain after even minutes of intercourse/"), irritable bowel syndrome ("ibs"), confusional state ("confusion") and muscle spasms ("leg muscle spasms"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced intestinal perforation (seriousness criteria hospitalization, medically significant and intervention required), ovarian perforation (seriousness criteria hospitalization, medically significant and intervention required) and fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2015, the patient experienced gallbladder disorder (seriousness criterion medically significant). In 2017, the patient experienced paraesthesia ("hands pain(tingling) / feet pain(tingling)"). On an unknown date, the patient experienced placenta praevia (seriousness criterion medically significant), abdominal distension ("bloating"), allergy to metals ("hypersensitivity reaction to nickel such as itching in shoulder blades/ hypersensitivity reaction to nickel such as itching in thigh"), back pain ("back pain / severe and persistent back pain(deep, sharp)"), gastrooesophageal reflux disease ("acid reflux"), blood glucose decreased ("low blood sugar"), complication of device removal ("complication of essure removal; procedure"), visual impairment ("worsening vision"), libido decreased ("low libido"), weight increased ("weight gain"), tooth disorder ("dental issue"), pain in extremity ("hands pain / feet pain"), bladder disorder ("bladder issues"), nervousness ("nervousness"), mood swings ("mood swing"), hypoaesthesia ("(¿hand (numbness) / feet (numbness)"), dental caries ("she was experiencing teeth decaying and cavities prior to essure/ she noticed an increase in"), arthralgia ("left hip pain / joint pain(deep pain / hip pain(sharp pain in left hip"), pruritus allergic ("hypersensitivity reaction to nickel such as itching in shoulder blades/ hypersensitivity reaction to nickel such as itching in thigh"), migraine ("terrible migraines/ two to three severe migraines a week/ migraine"), depression ("depression"), amnesia ("memory loss"), alopecia ("hair loss") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.), surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.), surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.) And surgery (laparoscopic cholecystectomy on (B)(6) 2015). Essure was removed on (B)(6) 2017. At the time of the report, the intestinal perforation, ovarian perforation, fallopian tube perforation, pregnancy with contraceptive device, placenta praevia, menorrhagia, dyspareunia, allergy to metals, confusional state, muscle spasms, pain in extremity, paraesthesia, hypoaesthesia, dental caries and pruritus allergic outcome was unknown and the gallbladder disorder, abdominal distension, back pain, gastrooesophageal reflux disease, irritable bowel syndrome, blood glucose decreased, visual impairment, libido decreased, weight increased, tooth disorder, bladder disorder, nervousness, mood swings, arthralgia, migraine, depression, amnesia, alopecia and fatigue had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blood glucose decreased, complication of device removal, confusional state, dental caries, depression, dyspareunia, fallopian tube perforation, fatigue, gallbladder disorder, gastrooesophageal reflux disease, hypoaesthesia, intestinal perforation, irritable bowel syndrome, libido decreased, menorrhagia, migraine, mood swings, muscle spasms, nervousness, ovarian perforation, pain in extremity, paraesthesia, placenta praevia, pregnancy with contraceptive device, pruritus allergic, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient not sought medical treatment for auto immune disorder.she had bilateral fimbriectomy on (B)(6) 2015, total vaginal hysterectomy on (B)(6) 2016, diagnostic laparoscopy with removal of essure device in abdominal cavity on (B)(6) 2016, surgery to remove the last coil and left ovary on (B)(6) 2017 (as written). Plaintff said that not any injury resolved following essure removal.she stated that she still have one essure implant inside of her. She did not seek medical treatment for back pain, hip painm pain during intercourse and joint pain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2004: positive. Ultrasound scan - on an unknown date: 14 weeks. Positive gest sac and yolk sac urine analysis - on an unknown date: negative. X-ray - in (B)(6) 2015: both migrated to uterus and were embedded there. On 2012 ctscan done, (B)(6) 2012 : essure confirmation test: x-ray and ultrasound, gbs negative.imaging-ultrasound-gallbladder limited abd (order for (B)(6) 2015) and abdominal pain-imaging-x ray, kub abdomen also looking for essure placement.abnormal biliary hida scan, fallopian tubes removed, recently had a x-ray, abnormal finding on diagnostic imaging of urinary organ on (B)(6) 2015, pathology report final diagnosis inmcluded bilateral fimbriated fallopian tubes bilateral salpingectomy-benign bilateral fimbriated fallopian tubes, complete cross section from each tube identified. On (B)(6) 2015, CT abdomen and pelvis without oral IV contrast, insertion of iud, findings-limited lung bases are unmarkable evaluation of visualized solid abdominal organ is limited due to lack of IV contrast. The liver, spleen, pancreas were homogeneous, the adrenals are unremarkable. The right and left kidney shows no evidence of hydronephrosis or perinephric fluid, no free air of fluid in the abdomen, pelvis, no grossly enlarged retroperitoneal lymphadenopathy. The abdominal aorta is normal in caliber. Status cystectomy is noted with metallic clips in the right upper quadrant. Essure wires for tubal occlusion are noted in the pelvis and the uterus there is no acute finding on (B)(6) 2016, surgical pathology diagnosis-foreign body (essure device) abdomen excision-coiled metallic wire. Compatible with essure device, gross diagnosis only. Tissue submitted-foreign body, surgical excision abdomen (essure device). Clinical information-preoperative and postoperative diagnosis-foreign body abdomen. Gross description-the speciman is received in formalin in a container labeled with patient name. Accession number and foreign body abdomen (essure device), consists of a coiled silver wire 7 cm in length by 0.2 cm diameter. The attached adipose tissue measures 0.5 in greatest dimension. A photograph of the speciman was taken. The speciman is for gross diagnosis only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5060265) on 15-feb-2016. The most recent information was received on 25-jun-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of intestinal perforation ("the location of the perforation-intestenes (as written)/implant migration"), ovarian perforation ("the location of the perforation-ovaries"), fallopian tube perforation ("the location of the perforation-fallopian tubes"), pregnancy with contraceptive device ("we were expecting our third baby / unplanned pregnancy/unplanned pregnancy"), placenta praevia ("placenta previa") and gallbladder disorder ("gallbladder disease/gallbladder disease") in a 23-year-old female patient (gravida 3, para 3) who had essure (batch no. 818034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 3 ((B)(6) 2009, (B)(6) 2011 and (B)(6) 2014), psychological disorder nos, gravida ii, vaginal delivery in 2009, vaginal delivery on 15-may-2011, menarche and seasonal allergy. She denied bleeding. She has not yet been diagnosed with autoimmune disorder. She had not used alcohol. Previously administered products included for an unreported indication: yaz from 2007 to 2012. Concurrent conditions included feeling down, light sensitivity to eye, sound sensitivity increased, breast lump, flu vaccination, fever, viral syndrome, vaginal discharge abnormality, obesity, sore throat, felt faint, syncope, vitamin b12 deficiency, anemia, ligament pain, labor pain, lightheadedness, equilibrium loss, hypokalemia, hypomagnesemia, allergic rhinitis, skin lesion, diarrhea, uti, gallbladder cholesterolosis, biliary dyskinesia, retroverted uterus, uterine bleeding, menometrorrhagia, dysmenorrhea and nonsmoker. Family history included colon cancer (grandparents), hepatic cancer (grandparents), skin cancer (grandparents), lung cancer (grandparents), stroke (grandparents), diabetes mellitus (grandparents), hypertension (father), colon cancer (mother), breast cancer (maternal grandmother), mental retardation (husbands 2nd cousin), autism (husbands 2nd cousin), pancreas cancer (maternal grandfather), asthma (mother) and alzheimer's disease. Concomitant products included drospirenone + ethinylestradiol (yaz) for contraception, paracetamol (tylenol) for joint pain, para-seltzer (excedrin) for migraine, vitamins for pain of extremities as well as amoxicillin, anesthetics, general (general anesthesia), antibiotics from 2007 to 2012, axotal (fioricet), bactrim (bactrim ds), cefdinir, ceftriaxone (rocephin), cyanocobalamin-tannin complex (b12) since 2007, dexamethasone, fluconazole (diflucan), ibuprofen, ibuprofen (motrin), loratadine (claritin), magnesium oxide, potassium, prednisone, prenatal vitamins, promethazine (phenergan) and vicodin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced alopecia ("hair loss/hair loss"). In (B)(6) 2012, the patient experienced arthralgia ("left hip pain / joint pain(deep pain / hip pain(sharp pain in left hip/joint pain") and depression ("depression/depression"). In (B)(6) 2012, the patient experienced blood glucose decreased ("low blood sugar/low blood sugar"). In 2012, the patient experienced menorrhagia ("severe periods"), confusional state ("confusion") and muscle spasms ("leg muscle spasms"). In (B)(6) 2012, the patient experienced visual impairment ("worsening vision/worsening vision"). On (B)(6) 2012, 7 months 14 days after insertion of essure, the patient experienced dyspareunia ("pain during intercourse (stabbing pain) / vaginal area would throb in pain after even minutes of intercourse/pain during intercourse"). On (B)(6) 2013, the patient experienced migraine ("terrible migraines/ two to three severe migraines a week/ migraine/migraines"). On 14-mar-2013, the patient experienced abdominal distension ("bloating/bloating"), back pain ("back pain / severe and persistent back pain(deep, sharp)/severe and persistent back pain"), gastrooesophageal reflux disease ("acid reflux/acid reflux"), libido decreased ("low libido/low libido"), weight increased ("weight gain/weight gain"), bladder disorder ("bladder issues/bladder issues"), nervousness ("nervousness/nervousness"), mood swings ("mood swing/mood swings"), fatigue ("fatigue/fatigue"), breast mass ("lumps in breast") and dysmenorrhoea ("severe and painful periods"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced intestinal perforation (seriousness criteria hospitalization, medically significant and intervention required). In (B)(6) 2015, the patient experienced ovarian perforation (seriousness criteria hospitalization, medically significant and intervention required) and fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower and pelvic pain. In (B)(6) 2015 the patient experienced irritable bowel syndrome ("ibs/irritable bowel syndrome"). In (B)(6) 2015 , the patient experienced gallbladder disorder (seriousness criterion medically significant). In 2017, the patient experienced paraesthesia ("hands pain(tingling) / feet pain(tingling)"). On an unknown date, the patient experienced placenta praevia (seriousness criterion medically significant), allergy to metals ("hypersensitivity reaction to nickel such as itching in shoulder blades/ hypersensitivity reaction to nickel such as itching in thigh"), complication of device removal ("complication of essure removal; procedure"), pain in extremity ("hands pain / feet pain"), hypoaesthesia ("(¿hand (numbness) / feet (numbness)"), dental caries ("she was experiencing teeth decaying and cavities prior to essure/ she noticed an increase in"), pruritus allergic ("hypersensitivity reaction to nickel such as itching in shoulder blades/ hypersensitivity reaction to nickel such as itching in thigh") and amnesia ("memory loss"). On an unknown date, the patient experienced tooth disorder ("dental issue/dental issues"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.), surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.), surgery (vaginal hysterectomy/ laparoscopy / bilateral fimbriectomy/left ovary coil removed.), surgery (laparoscopic cholecystectomy on (B)(6) 2015 ) and surgery (tooth extraction). Essure was removed on (B)(6) 2017. At the time of the report, the intestinal perforation, ovarian perforation, fallopian tube perforation, pregnancy with contraceptive device, placenta praevia, menorrhagia, dyspareunia, allergy to metals, confusional state, muscle spasms, pain in extremity, paraesthesia, hypoaesthesia, dental caries, pruritus allergic, breast mass and dysmenorrhoea outcome was unknown and the gallbladder disorder, abdominal distension, back pain, gastrooesophageal reflux disease, irritable bowel syndrome, blood glucose decreased, visual impairment, libido decreased, weight increased, tooth disorder, bladder disorder, nervousness, mood swings, arthralgia, migraine, depression, amnesia, alopecia and fatigue had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, back pain, bladder disorder, blood glucose decreased, breast mass, complication of device removal, confusional state, dental caries, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gallbladder disorder, gastrooesophageal reflux disease, hypoaesthesia, intestinal perforation, irritable bowel syndrome, libido decreased, menorrhagia, migraine, mood swings, muscle spasms, nervousness, ovarian perforation, pain in extremity, paraesthesia, placenta praevia, pregnancy with contraceptive device, pruritus allergic, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient not sought medical treatment for auto immune disorder.she had bilateral fimbriectomy on (B)(6) 2015, total vaginal hysterectomy on (B)(6) 2016, diagnostic laparoscopy with removal of essure device in abdominal cavity on (B)(6) 2016, surgery to remove the last coil and left ovary on (B)(6) 2017 (as written). Plaintff said that not any injury resolved following essure removal.she stated that she still have one essure implant inside of her. She did not seek medical treatment for back pain, hip painm pain during intercourse and joint pain. About three coils on left side and one coil on the right side, the patient tolerated the procedure well and diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2004: positive ultrasound scan - on an unknown date: 14 weeks. Positive gest sac and yolk sac urine analysis - on an unknown date: negative x-ray - in (B)(6) 2015: both migrated to uterus and were embedded there on 2012 ctscan done, (B)(6) 2012 : essure confirmation test: x-ray and ultrasound, gbs negative.imaging-ultrasound-gallbladder limited abd (order for (B)(6) 2015) and abdominal pain-imaging-x ray, kub abdomen also looking for essure placement.abnormal biliary hida scan, fallopian tubes removed, recently had a x-ray, abnormal finding on diagnostic imaging of urinary organ on 09-jan-2015, pathology report final diagnosis inmcluded bilateral fimbriated fallopian tubes bilateral salpingectomy-benign bilateral fimbriated fallopian tubes, complete cross section from each tube identified. On 30-sep-2015, CT abdomen and pelvis without oral IV contrast, insertion of iud, findings-limited lung bases are unmarkable evaluation of visualized solid abdominal organ is limited due to lack of IV contrast. The liver, spleen, pancreas were homogeneous, the adrenals are unremarkable. The right and left kidney shows no evidence of hydronephrosis or perinephric fluid, no free air of fluid in the abdomen, pelvis, no grossly enlarged retroperitoneal lymphadenopathy. The abdominal aorta is normal in caliber. Status cystectomy is noted with metallic clips in the right upper quadrant. Essure wires for tubal occlusion are noted in the pelvis and the uterus there is no acute finding on (B)(6) 2016, surgical pathology diagnosis-foreign body (essure device) abdomen excision-coiled metallic wire. Compatible with essure device, gross diagnosis only. Tissue submitted-foreign body, surgical excision abdomen (essure device). Clinical information-preoperative and postoperative diagnosis-foreign body abdomen. Gross description-the speciman is received in formalin in a container labeled with patient name. Accession number and foreign body abdomen (essure device), consists of a coiled silver wire 7 cm in length by 0.2 cm diameter. The attached adipose tissue measures 0.5 in greatest dimension. A photograph of the speciman was taken. The speciman is for gross diagnosis only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received, events per pfs: breast lumps and severe and painful periods were added, lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.